Manufacturer narrative:
Com-(B)(4).

Event description:
The complaint states that signal loss over one hour was reported. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.